Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. The lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found that the haptic and optic were torn. (B)(4).

Event description:
A damaged spherical implantable collamer lens was returned, incorrectly labeled as a toric lens. Attempts to obtain information regarding the reason for the return or correct identification of the lens have not been successful.